Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example: possible marlex explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh), as such we have not identified this to be a reported device explant at this time. Based on the information provided it is unclear if the hernia defect repair done in (B)(6) 2015 is the same original hernia defect repaired in (B)(6) 2015. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. A bard davol "marlex" mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example: possible marlex explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh), as such we have not identified this to be a reported device explant at this time. Based on the information provided it is unclear if the hernia defect repair done in 12/2015 is the same original hernia defect repaired in 03/2015. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, it is unknown to what extent the device may have caused or contributed to the reported event. No conclusions can be made. Post implant, the patient underwent additional surgeries for the repair of recurrent incisional hernia, however there is no indication that the flat mesh was explanted during these procedures. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Updated fields: a2, a4, b4, b5, b7, d4 (corporate lot, expiry date), e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a ventral hernia. A bard davol "marlex" mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2015 - patient underwent ventral hernia repair with implant of bard/davol marlex (bard flat mesh). Per operative notes "fascial defect was repaired with interrupted 0 ethibond utilizing prolene mesh (bard flat mesh)". (B)(6) 2015 - patient had recurrent incisional hernia and underwent open repair with implant of non-bard/davol mesh on 22-dec-2015. Per operative notes "exploration demonstrated several small fascial defects with some bulging of the previously placed (bard flat mesh) mesh. A non-bard/davol mesh was then placed". (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia and underwent open repair with implant of non-bard/davol mesh. Per operative notes" there were multiple fascial defects around the mesh. At this point, a non-bard/davol mesh was placed and secured". (B)(6) 2017 - patient underwent excisional biopsy of lipoma anterior abdominal wall. During multiple follow up visits patient was continued to have abdominal pain and provided with pain medication. Attorney alleges that the patient had pain, hernia recurrence, lipoma from second revision surgery.